Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). Additional information has been requested from the customer.

Event description:
It was reported that the anchors on the xtra-silent nite slide-link had to be reinforced many times. It was stated that the patient kept breaking the plastic attachments (4 times in a few months). No further information was received.

Manufacturer narrative:
Additonal information h11. A non-visual device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a slight yellow brown discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description: the root cause could not be explicitly determined. With the anchors having to be reinforced, a potential root cause for the connectors breaking is that the connectors were attached incorrectly which could have caused the connectors to break. Another potential root cause is that the connectors weakened over time, causing the connectors to break as well. Fmea review results: in reviewing rpt 7352 rev 4 - silent nite risk management report, the reported issue has already been identified under the "customer-related" process aspect. Failure mode - connector breaks: causes - dentist/patient incorrectly attaches the connector. Effects - device inoperable. Severity - 2 (minor - transient harm not requiring medical or additional surgical intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use.) Occurrence - 1 (remote - singular events, generally associated with special cause). Risk mitigation - each shipment includes an extra set of connectors. Instructions on how to attach the connectors are provided for the dentist in the IFU. Rpn final - 2 (low risk). This is not a new failure. In reviewing rpt 7352 rev 4 - silent nite risk management report, the reported issue has already been identified under the "design and development" process aspect. Failure mode - connector breaks. Causes - weakens over time. Effects - device inoperable. Severity - 2 (minor - transient harm not requiring medical or additional surgical. Intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use.) Occurrence - 1 (remote - singular events, generally associated with special cause). Risk mitigation - an extra set of connectors ships with each case. Doctors can buy connectors separately. Rpn final - 2 (low risk). This is not a new failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).